Event description:
After inserting the catheter by the cardiologist, complications immediately occurred. The flow was not right and the physician tried to remove the catheter. When it came out, they found that it was torn at an extension of 10 cm. From the end. The piece that tore off, stayed behing, close to the heart of the pt. The piece was removed by the cardiologist.

Manufacturer narrative:
Please find enclosed the responses (exhibit a and exhibit b) from the mfrs regarding the ssl1015m catheter. The product manager revealed via fax that the catheter was inserted into the subclavian vein with no difficulties and the dr was familiar with the procedure. The catheter was x-rayed before removal. The stylet had been removed before trying to obtain the flow. The pt had not had other catheters prior to this insertion. This fax is in response to your complaint cited above from hospal. Qa mgr examined the returned catheter which was reported to have "broke during removal." Qa mgr saw no evidence of a defect in the catheter tubing that may have contributed to the reported complaint. Co purchase the silicone catheter from point med corp and then co assemble the clamp, extension and female luer connector. Qa mgr reviewed the device history record for this lot which included the production and inspection records. Qa mgr saw nothing in these records that would indicate a concern or problem that would have contributed to the reported complaint. Qa mgr included these records for review. Qa mgr has forwarded the returned catheter to point med for their examination and reply. Qa mgr will notify of their response when reports rec'd. Co rec'd the catheter, our lot #: 9701150, 10f x 15cm single lumen. Co's investigation has revealed that no changes were made here with regard to the material formulation or the mfg process. Failure of this nature can result from either a sharp object coming in direct contact with the catheter during removal or excessive force was used during removal. Co hopes this information helps in the investigation.